Event description:
Information received from the field notes that prior to implant, inappropriate measured data was observed. The ventricular pulse amplitude was programmed to 3.5v, but measured at 4.7v.